Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring over 600 mg/dl with symptoms of dehydration. The patient reportedly received emergency medical services at an urgent care center. The patient received insulin via insulin pen. The reporter alleged that the time/date was off causing the patient¿s blood glucose to rise. The time/date is not correctly maintained when the battery is removed from the pump for less than 24 hours per the reporter. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a time/date issue.